Event description:
It was reported that two days post-implant, the extravascular (ev) lead triggered an alert for a low oor pacing impedance measurement, however all other vectors were stable. Less than one week later, the oor vector had returned to expected values. Review of lead data showed there was slight variation in impedances prior to the low oor measurement, indicating the fluctuation in impedance was likely related to physiologic interaction with the lead rather than an integrity issue. The impedance alert was turned off, and the ev lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the pacing impedance of the extravascular lead was below the expected lower range. Analysis of the device memory also indicated the pacing impedance trend of the extravascular lead was variable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.